Manufacturer narrative:
(B)(4). Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a gastroplasty procedure, the doctor claims that the stapler locked. Another like device was used to complete the procedure. There were no adverse consequences for the patient.